Manufacturer narrative:
(B)(4). The uniplate cam tightener torque handle (product code: 2897-07-000, lot number: unknown) was not returned. The tips to both the cam tightener and the inserter were found to have been broken and were subsequently submitted for fracture analysis. Also, although the torque handle was originally listed as an unknown part, it was used in conjunction with the cam tightener and is the only torque handle compatible with this tightener. A composite optical image of tips of the cam tightener reveals plastic deformation at the trilobes and torsional shear markings following a circular pattern. The plastic deformation at the trilobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the trilobes and extending to the center of the shaft, the potential fracture termination site. A review of the DHR could not be performed. Since the part was not returned, no lot number could be taken directly from the sample. Without the lot number, no review of the manufacturing records could be completed. Without the torque handle, we are unable to confirm the reported issue or identify the root cause. Without the device, we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Physician used two new drivers and both ends broke while engaging locking mechanism. One end broke before torque sound engaged. Using uniplate with aegis screw. Engaged set screw driver, tightened set screw, released, put driver in next poly cap and noticed end broken. Tip retrieved and will be returned with driver.